Event description:
The lay user/patient contacted lifescan (lfs) on 10/03/06 and alleged that he kept getting the error 4 message on his one touch ultra meter. The medical affairs specialist (mas) was able to reach the pt on 10/11/06 after several attempts via phone. The pt provided additional info. The pt was getting the error 4 message "off and on" for about a week prior to his call to lfs on 10/03/06. During that time, when he was able to obtain results, they would be "hi, 400 mg/dl, and 600 mg/dl". He informed the mas that he was concerned about the high results, but since he was also getting the error 4 messages sometimes, he was not sure how accurate the results were since he was not experiencing any symptoms. Six days earlier, the pt had tested on the meter prior to going to bed with a result of 575 mg/dl. He was not experiencing any symptoms at that time. He took his 30 units of 70/30 insulin and went to bed. "In the middle of the night", he woke up shaking. He attempted to test his blood glucose, but rec'd the error 4 message. He did not know what to do, and so he waited till morning to call his dr, who advised him to come to the office. Prior to going to the dr's office, the pt attempted to test on the meter again, but rec'd the error 4 message. He also took his 30 units of 70/30 insulin (set amount for morning). At the dr's office, his blood glucose level was tested on the dr's meter. However, the pt does not recall the exact result, but stated, "it was 20 points higher that's what (he) got last night". He was not given any medication/treatment at the dr's office, but was advised to increase his insulin regimen by 5 units in the morning and evening. The pt went home and took the additional 5 units of insulin (since he already taken the 30 units prior to going to the dr). He informed the mas that he "did not feel completely better, but it helped the shaking a little". At the time of troubleshooting, it was verified that this was not a new product and that the meter was not exposed to temperature outside of the acceptable range. The condition of the test strips was good and the pt's testing technique was reviewed to be correct. He was asked to retest with a new vial of test strips and the issue was resolved. The error 4 did not appear on the disaply. This complaint is reported because the pt attempted to test on the meter at the time he was experiencing symptoms, but the meter failed to provide a result.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.